Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer; however, images of the device have been provided and a review is currently being performed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a heavily calcified lesion in the external iliac artery, the pta balloon allegedly ruptured circumferentially at 14atm. During retraction through the 5fr sheath, a 3cm segment of the balloon material allegedly detached from the catheter. The health care provider(hcp) attempted to snare the segment of the balloon, but was unsuccessful. The hcp then pinned the balloon segment t the vessel wall using a 2cm short stent to complete the procedure. Approximately two days later the hcp was able to successfully retrieve the detached segment. The patient was reported to be doing fine.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 40mm balloon. The catheter was noted to be kinked 68.4cm from the strain relief. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. A circumferential rupture was observed in the balloon segment left at the proximal cone of the balloon. The segment of balloon was cut and retracted to reveal the catheter at the break; the edge of the inner catheter was examined under microscopic magnification and was observed to be jagged. No other anomalies were noted to the returned device. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned (i.e. Balloon detachment). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: six electronic photos were reviewed by field assurance engineer. The first photo contains product packaging and label referencing cat# u357574 and lot# 50137338. The final five photos show two ultraverse 035 pta catheters. First device is completely intact, appears to be bloody and previously inflated, and is connected to a syringe. No other anomalies identified to the first device. The second device is a partial ultraverse 035 pta catheter. It appears that a segment of the balloon and a portion of the polyimide, along with the distal tip, has been detached from the rest of the device. Additionally, a rupture can be identified at the location of the balloon detachment. Based on the photos, balloon rupture and detachment can be confirmed. Conclusion: the investigation is confirmed for a complete circumferential balloon rupture and balloon detachment based upon the condition in which the sample was received and the photo review. The investigation is inconclusive for sheath related retraction issues, as the sample was returned in poor condition and functional testing could not be performed. Per the reported event details, the balloon ruptured at 14atm. The rated burst pressure (rbp) for this balloon size is 14atm. The current IFU (instructions for use) states "do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." It is unknown whether the balloon was overpressurized past 14atm. It is unknown whether patient and/or procedural issues contributed to the event. The definitive root cause could not be determined based on available information. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions: additional intervention.

Event description:
It was reported that during an angioplasty procedure of a heavily calcified lesion in the external iliac artery, the pta balloon allegedly ruptured circumferentially at 14atm. During retraction through the 5fr sheath, a 3cm segment of the balloon material allegedly detached from the catheter. The health care provider(hcp) attempted to snare the segment of the balloon, but was unsuccessful. The hcp then pinned the balloon segment t the vessel wall using a 2cm short stent to complete the procedure. Approximately two days later the hcp was able to successfully retrieve the detached segment. The patient was reported to be doing fine.